Event description:
Boston scientific became aware in 02/2005, of an event that occurred in 12/2004, where pt was admitted to hospital for an elective neuroform stent placement and coil embolization of a right posterior communicating artery aneurysm and right superior hypophyseal aneurysm. The pt tolerated the procedure well without adverse event and was transferred to the intensive care unit for 24-hour monitoring. On post-operative day 1, the pt complained a left hand weakness and drift. An MRI was completed and revealed a small punctuate hyper density suggestive of possible cva. The pt was discharged in 01/2005 at neurological baseline. During the pt's hospitalization, an internal medicine consult was requested and completed due to the pt's history of medical problems; diabetes, hypertension, and hyperlipidimia. The pt is follow-up with pcp regarding medical issues and to continue asa and plavix until neurosurgical follow-up.